Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range spec, the standard deviation was within spec and no new errors or test does not start (tdn's) were observed during control solution testing. Note: upon investigation, only one of the reported readings was found in the meter memory (89 mg/dl), however, because the customer did not set the date when they rec'd the meter, making it difficult to correlate reported readings and actual readings, this report is being field as a precaution.

Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 450 mg/dl, 89 mg/dl and 210 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.